Event description:
It was reported that the patients no longer getting an adequate pain relief. The patient underwent an explant procedure and doing well postoperatively. The explanted device was disposed at the facility.